Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Part not returned for evaluation.

Event description:
A medtronic representative reported that after posterior lumbar interbody fusion (plif) in the l5/s, a spinal fusion procedure was performed to extend to the iliac. During the procedure, a screw loosening was observed during at l5/s, the size of the screw insertion hole was increased by 1 millimeter in diameter and the screw was inserted without tap. During insertion of screw, an breakage of the screw driver was observed at the l5 but the broken tip of the driver could not be retrieved from the patient anatomy. The hole at the top of the screw was covered by the broken tip of the driver. The hole was covered and was then implanted in the patient. The tip was not in any way in contact with the patient anatomy. Surgeon continued the surgery with the tip inside the patient and completed the surgery. Representative reported that the surgeon did not use tap before attempting to insert the screws. There was a delay of 30 minutes.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Testing found that the tip of the driver was removed and not with the unit. The sleeve of the driver was noted to not rotate. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.